Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and the downstream occlusion (dso) sensor was non-functional. The dso sensor will be replaced to resolve this issue.

Event description:
It was reported that the cassette sensor is defective. There was unknown patient involvement, and no patient harm/adverse event reported.